Manufacturer narrative:
This complaint was just recently discovered within the corporate office of (B)(4). (B)(4), and final integration of the (B)(4) complaint management system into the (B)(4) complaint management system has just been completed. Due to the age of this complaint, no additional information is available at this time.

Event description:
Medical records: patient states she fell while she was scooting on her walker and is having hip pain. In the attorney letter: on (B)(6) 2013, while in her home, she was sitting on the seat with the parking brake activated when the right leg of the frame broke, causing her to fall to the ground causing her severe injuries, which required surgery to repair a broken bone.